Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a bifurcated device, a suprarenal aortic extension, and a limb stent on (B)(6) 2015. On (B)(6) 2016 the patient was found to have a potential type 1b endoleak. On (B)(6) 2016 the patient had a subsequent endovascular procedure and the physician elected to add a limb extension to the right side, the physician also ballooned the extension after implant. An angiogram during the procedure was still showing an endoleak. The physician discovered the leak was not a type 1b but a type 3b. The physician elected to reline the original implant and added an additional bifurcated stent, and an additional suprarenal aortic extension. The patient is stable.

Manufacturer narrative:
The clinical assessment was based on patient medical records and patient images. At the completion of the clinical evaluation, based on the information received, the following reported events was confirmed; endoleak type ib and type iiib and relining with a bifurcated, suprarenal and iliac limb extension. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient, therefore no evaluation was performed. Based on the information available, the root cause of the reported event is unknown.